Manufacturer narrative:
(B)(4): product evaluation: when received for analysis, there was evidence of biological contamination. Analysis found that the blue insulation was sheared off of the metal needles in some sections. It appeared that a knife edge was used to cut or scrape off the insulation in some sections. There was insufficient information to isolate an individual cause. (B)(4)

Event description:
It was reported that during a kyphoplasty procedure, when the doctor tried to gain access to the device, the plastic shaft of the pedicle access needle was crushed. Pieces of the plastic shaft required suctioning to remove from the patient. All fragments were removed successfully. The patient is stable and recovering. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: evaluation expected, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.